Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('uncontrolled bleeding') in a 42-year-old female patient who had essure (batch no. C38217) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("severe or even debilitating fatigue"), dyspepsia ("digestive problems"), constipation ("chronic constipation"), cystitis ("recurrent cystitis"), back pain ("back pain"), arthralgia ("knee pain"), pain in extremity ("pain under the right foot"), chills ("significant chills") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (removal of the essure scheduled for (B)(6) 2020). At the time of the report, the genital haemorrhage, fatigue, dyspepsia, constipation, cystitis, back pain, arthralgia, pain in extremity, chills and coital bleeding outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, chills, coital bleeding, constipation, cystitis, dyspepsia, fatigue, genital haemorrhage and pain in extremity with essure. The reporter commented: since (B)(6) 2019, several tests were done and nothing was found. Batch no c38217 production date 2014-03-25 expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('uncontrolled bleeding') in a (B)(6) female patient who had essure (batch no. C38217) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("severe or even debilitating fatigue"), dyspepsia ("digestive problems"), constipation ("chronic constipation"), cystitis ("recurrent cystitis"), back pain ("back pain"), arthralgia ("knee pain"), pain in extremity ("pain under the right foot"), chills ("significant chills") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (removal of the essure scheduled for (B)(6) 2020). At the time of the report, the genital haemorrhage, fatigue, dyspepsia, constipation, cystitis, back pain, arthralgia, pain in extremity, chills and coital bleeding outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, chills, coital bleeding, constipation, cystitis, dyspepsia, fatigue, genital haemorrhage and pain in extremity with essure. Since (B)(6) 2019, several tests were done and nothing was found. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.